Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during implantation of the humeral stem the retroversion rod thread snapped and became detached. Both pieces easily recovered. No patient impact. Devices to be returned.

Manufacturer narrative:
Section h10: (h3) the broken retroversion handle reported was likely the result of impacting the strike surface of the broach handle with the threads of the retroversion handle partially engaged, allowing for the applied force to be transmitted to the threaded tip of the device, leading to ultimate failure.